Event description:
The customer reported the system's subtraction (a cine operation) failed to function. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system because the system was in use. The customer has scheduled a service appointment. No conclusion can be drawn as repair information is not available.